Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning.